Event description:
A portion of the portacath sheared off in to the pt's right atrium. To operating room (B)(6) 2008 for removal of sheared cath. Unable to remove sent to (B)(6) for removal. Returned to (B)(6) on (B)(6) 2008 for removal of portacath and replacement. Sheared cath was removed at (B)(6). This sheared portacath was originally placed (B)(6) 2007.